Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device monitored ECG signals and correctly analyzed various rhythms presented. Review of the clinical data did not contain the event as reported. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device charged in AED mode when in "af". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.